Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. The cause for the defective rear response button was an open connection due to a cut in the response button ribbon cable. The root cause for the cut response button ribbon cable could not be positively identified. The root cause for the damaged connector was excessive force. No adverse event resulted from the monitor malfunction.

Event description:
A us distributor reported that a monitor's response buttons were non-functional.